Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu and ups were replaced and the transmitter/receiver cable was installed. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not power on. There is no report of pt injury.